Event description:
A pt reported experiencing inaccurate erratic results with a ot basic enhanced meter. The pt's blood glucose results were 142, 196, 257, 262, 274, 256mg/dl. (Meter). Tests were done within 10 mins with a difference of 23%. Pt did not experience any adverse events. No further info has been reported. Note-customer was cleaning finger with alcohol swab each time.